Manufacturer narrative:
The two reported screws were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 2.7mm x 14mm non-locking hexalobe screw (part number: 30-0346) and the 2.7mm x 16mm non-locking hexalobe screw (part number: 30-0347) batch/lot numbers are unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 2). It was reported during surgery that two bone screws broke off in the patient's bone. No adverse patient consequences were reported. Requests for additional information were made to no avail. There are 2 related report numbers for this event, 3025141-2025-00026.